Manufacturer narrative:
(B)(4).

Event description:
It was reported "planned implantation of an arrow catheter after successful puncture, the guide wire cannot be advanced sufficiently. This is then withdrawn, but the spiral-shaped sheath stretches over the inner part. The guidewire cannot be removed from the vein." The guidewire was removed manually by the doctor. There was no patient harm or injury. The patient's current condition is reported as "fine."

Event description:
It was reported "planned implantation of an arrow catheter after successful puncture, the guide wire cannot be advanced sufficiently. This is then withdrawn, but the spiral-shaped sheath stretches over the inner part. The guidewire cannot be removed from the vein." The guidewire was removed manually by the doctor. There was no patient harm or injury. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The report of an unraveled guide wire was confirmed through the photos as they revealed unraveling of the coil wire at the location of the core wire separation. The customer returned multiple components of a cvc kit, including one guide wire assembly and introducer needle, for analysis. No definite signs-of-use were observed. Visual inspection revealed the guide wire coil wire was unraveled in the middle of the body due to a core wire separation. Microscopic examination confirmed that both welds were intact to the core and coil wires and were spherical. One kink was additionally observed on the guide wire body. Visual and microscopic examination of the needle revealed no obvious defects or anomalies. The kink in the guide wire measured 425mm from the proximal end. The broken core wire pieces measured a total of 455mm, which is within the specifications of 450-458mm per product drawing. The guide wire outer diameter measured 0.616 mm which is within the specifications of 0.610-0.635mm per product drawing. The inner diameter of the cannula measured 0.32", which is within the specification limits of 0.032"-0.034" per the cannula product drawing. The functional end of the guide wire was inserted through the cannula and no resistance was observed. Performed per the IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed the proximal and distal weld were secure and intact. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken towards the distal j-bend, resulting in unraveling of the coil wire. Despite this, the guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant manufacturing findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.